Manufacturer narrative:
A philips field service engineer (fse) went to the customer site and performed functional testing on the device. Following functional testing, the fse was unable to confirm the reported issue. The fse performed a visual inspection on the device and identified the user mistakenly unplugged the video cable (hdmi cable) on the pic ix. The fse secured the hdmi cable, restarted the device and the device was returned to service with no further issues. Based on the information available and the testing conducted, the cause of the reported problem was a user error. No part was replaced. The investigation concludes that no further action is required at this time.

Event description:
It was reported there was no sound output on the central station. The device was in clinical use, there was no adverse event reported.